Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer changed out the pump supplies. While filling the infusion set tubing, no insulin was observed exiting the tubing. The tubing was changed out and upon filling the second tubing, air bubbles were observed. The customer changed out the cartridge and tubing. The loading process was completed and insulin delivery was resumed. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were administered to address the bg level.